Event description:
It was reported the unit burned. Our inspection revealed that a wire had broken at the terminal, allowing a spark to contact the fabric foundation and causing a burn. We were unable to determine the cause of this report.